Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post pace t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Event description:
New information noted reoccurrence post pace t wave oversensing on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes no programming changes were made. The patient was in stable condition.

Event description:
New information received notes no programming changes were made. The patient was in stable condition.